Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was checked in the repair center, a "check vent: auxiliary alarm supply failed" alarm (ec 1115) was observed to occur. It was reported there was no patient involvement, at the time the issue was discovered. The customer replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The central processing unit (cpu) pcba was returned to the product investigation lab (pil) for failure analysis. The pil technician confirmed that the 1115 error code repeated on the standard test bed (stb) and verified that through troubleshooting, the 35vdc power node was showing 2.52vdc. This was due to a faulty shorted and thermally damaged c162 on the cpu pcba. The temporary install of a good working c162 restored the required 35 vdc, and the cpu pcba operated without any issues.